Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9064582, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-05, medical device lot #: 9114756, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-24.

Event description:
It was reported that one syringe 10ml ll tip bulk convenience pak experienced a case of a damaged/deformed stopper while another syringe 10ml ll tip bulk convenience pak experienced a failure to contain blood/medication. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 309605 batch no: unknown, 9064582, 9114756. Event description: I have three different syringes with three different issues to bring to your attention. Particulate noticed on syringe from unknown lot. Damaged plunger from lot 9064582. Cracker syringe from lot 9114756.

Manufacturer narrative:
Investigation summar:y three photos and three loose 10ml syringes were received and evaluated. It was observed one syringe contained brown foreign matter particulate attached to the outside of the barrel, under the flange. The particulate was larger than level 3 in size, which was rejectable per product specification. One syringe was observed to significant damage on the barrel and plunger rod in the location of the bd logo and at the 2ml marking. The damage was rejectable per product specification. One syringe was observed to have a stopper jammed in between the plunger rod and barrel wall, which was rejectable per product specification. The composition of the observed foreign matter could not be confirmed. The sample was forwarded for fourier transform infrared (ftir) analysis. Ftir analysis was completed on the material observed on the surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of potassium bicarbonate mixed with silicone. Potential root cause for the jammed stopper and damaged barrel defects are associated with the assembly process. Potential root cause for the foreign matter defect is could not be determined no corrective actions are necessary based on the defective rate identified. All batches listed are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number(s) that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that one syringe 10ml ll tip bulk convenience pak experienced a case of a damaged/deformed stopper while another syringe 10ml ll tip bulk convenience pak experienced a failure to contain blood/medication. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 309605 batch no: unknown, 9064582, 9114756. Event description: I have three different syringes with three different issues to bring to your attention. 1. Particulate noticed on syringe from unknown lot. 2. Damaged plunger from lot 9064582. 3. Cracker syringe from lot 9114756.